Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the customer's reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction [e433] would likely be a defective ernie connector on the generator board, and for the malfunction [e103] would be most likely due to a user error. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hf unit esg-400 had an error e433 and e103. The issue was found during preparation for use in the trans urethral resection of bladder tumor (turbt) . The customer had both single and double-foot pedals connected when powered on, removed foot pedals, continued to error e433. The procedure was completed with a similar device. There were no reports of patient harm.